Manufacturer narrative:
Other applicable component is product ID 37761 lot# serial# (B)(4). Implanted: explanted: product type recharger. (B)(4). All fdr and fdm applies to the recharger. Analysis of the recharger serial# (B)(4) found evidence of bent connector pins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ¿gray rubber flap¿ on the recharger was broken. When the patient plugged in the ac power supply, they had to wiggle the cord sometimes to show the recharger was charging and the connector on desktop charger was broken. A replacement desktop charger was sent. Additional information was received from consumer. It was reported that patient had been in pain and was still in pain because they received the desktop charger instead of the recharger. The antenna cord was broken. Patient stated they were sitting right now and was in so much pain and they could not stand it. A replacement recharger was sent. No further complications were reported as a result of this event.